Manufacturer narrative:
(B)(4). Correction: upon further investigation by baxter, this event has been determined to be non-reportable.

Manufacturer narrative:
The reported condition of now the occlusion pressure is off was confirmed. The reported condition is due to a faulty phm (pump head module). The pump head module was replaced to correct the reported condition. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with 'now the occlusion pressure is off'. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. No additional information is available. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated